Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 48-inch size 0 capio suture during a richter procedure. According to the complainant, the suture was thrown through the sacrospinous ligament and released from the capio device, and the device was removed from the patient. The physician then pulled on both ends of the suture to perform the knot when he observed that the suture had broken into two pieces. The physician completed the procedure using this same capio device and another of the same type of suture. There were no reported patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The patient's exact age is unknown, however, the patient was reported to be (B)(6). (B)(4) relates to (B)(4) for the reported event of "suture broke."